Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus) leading to the device being removed. It was noted that there were no device issues with the explanted components. The patient was prescribed with antibiotics to address the symptoms. No additional information was reported.